Manufacturer narrative:
Follow-up report submitted due to additional information and product return/evaluation. The description has been updated and a corrected serial number provided. Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of damage throughout device. The device was cleaned and pressure integrity testing was performed. Testing showed no internal or external leaks when run at three liters/minute with 23 psig of back pressure for ten minutes. The device was then sent to the blood lab for performance testing to determine blood side pressure drop. Testing was conducted at a 1:1 ratio (7 liters/minute blood <(>&<)> gas flows) the results were as expected for a used device. The device was cut apart, which showed evidence of light blood staining on the outer layers of the fiber bundle. A few more layers in and the staining was no longer visible. Conclusion: medtronic quality engineers could not confirm the issue as test results indicated that the device performed as expected for a used device. This evidence of staining on the fiber bundle suggests the high pressure drop may be associated with a patient or clinical situation that led to a protein build up or cryoprecipitate on the fibers, which caused a flow restriction in the device. Information obtained through product analysis suggests that the device did not cause or contribute to the patient outcome. Rather the patient¿s outcome was due to a patient or clinical condition. (B)(4).

Event description:
Medtronic received information indicating that during the case, using this affinity fusion oxygenator, the device was primed with saline solution and heparin. Prior to bypass the pre-membrane pressure was 40mmhg. Following cannulation and the start of bypass the pre-membrane pressure was 450mmhg and blood flow to the arterial line was completely blocked. It was verified that the arterial cannula was in the correct position. Flow was attempted to be given through the recirculation line, however the high pressures did not make this possible. The device was changed out and a blood transfusion was given with no resulting adverse patient effects. Following the change out the blood flow through the circuit was normal. The patient was brought to the ICU for observation and later the patient was released in satisfactory condition. Act 780s and during the procedure the patient treated with crystalloids and inotropic medication.

Event description:
Medtronic received information indicating that during the case, using this affinity fusion oxygenator, the device was primed with saline solution and heparin. Prior to bypass the pre-membrane pressure was 40mmhg. Following cannulation and the start of bypass the pre-membrane pressure was 450mmhg and blood flow to the arterial line was completely blocked. It was verified that the arterial cannula was in the correct position. Flow was attempted to be given through the recirculation line, however the high pressures did not make this possible. The device was changed out and it was reported that a blood transfusion was given due to blood loss from the leak and circuit change-out. There were no resulting adverse patient effects. Following the change out the blood flow through the circuit was normal. The patient was brought to the ICU for observation and later the patient was released in satisfactory condition. The customer noted that there was no evidence of a coagulation blockage in the system. Act 780s and during the procedure the patient treated with crystalloids and inotropic medication. Medication: 10,000 units of heparin were used to purge the circuit and the patient was anti-coagulated with 200 units per kg.

Manufacturer narrative:
The product has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.